Event description:
Information received indicates, the bed has no functions working.

Manufacturer narrative:
The technician discovered that the power supply board had signs of fluid ingress. He replaced the power supply board to repair the bed.